Event description:
It was reported via legal documentation that a patient had a left hip replacement; the implant date was not provided, and then experienced a revision surgical procedure on (B)(6) 2023. The documentation provided states the patient had wear of articular bearing surface of internal prosthetic left hip joint initial encounter, trochanteric bursitis left hip and osteophyte left hip. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.